Manufacturer narrative:
Section g3: additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. Although the evaluation of the submitted log files confirmed frequent pi events, a specific cause for the events could not be conclusively determined through this evaluation. Additional information was requested, but not provided. The submitted controller event log file contained approximately 10 hours of data from (B)(6) 2019 from 04:21:36 through 14:26:38. Of note, the log file captured 125 pi events, saturating the majority of the captured data. Also, the patient¿s hematocrit value was adjusted. No other atypical alarms or events were captured. It is possible that the events recorded in the log file at the time of the reported event were overwritten with new incoming data. The controller event log file only contained data from 04:21:36 through 14:26:38 and was saturated with pi events; however, the controller periodic log file and lvad log files did not capture any atypical alarms or events. The actual speed remained at or above the low speed limit throughout the submitted log files and the pump appeared to be functioning as intended. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No specific device-related issues were reported. The current version of the heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms associated with a pi event. The complaint has been closed. According to our records, the product was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted after being found unresponsive late on (B)(6) 2019. The patient was medically stable and there were no indications of pump malfunction in the event history, but there were frequent/constant pi events. The periodic log did not show any signs of pump malfunction, but the healthcare providers were unsure of the exact time of the patient's episode. Technical services also reviewed the log files. The event log file for the patient contained approximately 12 hours of data on (B)(6) 2019. During that time there were multiple pi events, set speed changes (5700, 5900, back to 5500 occurred at 4:57am), and a hematocrit change recorded. No abnormal alarms or events were recorded. All data prior to date stamp of (B)(6) 2019 at 4:21am had been overwritten. Based on the data in the log they were not able to determine the exact cause or time of the patients episode. Patient support was ongoing.